Event description:
Report is being submitted due to the completion of the investigation on (B)(6) 2026. Description of event: cracks observed on device.

Manufacturer narrative:
Report is being submitted due to the completion of the investigation on (B)(6) 2026. Device evaluation: 01 unit of lot c2284493 of fs-oa-10 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2026. Refer to the product return object (pr-(B)(4)) examination of returned device field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos. Visual inspection: device returned in protective tubing. Pushing catheter, guiding catheter, proximal wire port and removable stylet all returned. Stylet removed from device and no issues observed. Pushing catheter examined and no issues observed. Guiding catheter removed from pushing catheter with resistance. Radiopaque bands and ide port present. Distal end observed to be dented/slightly flattened. Guiding catheter examined and crack/roughness present on tubing close to the guiding catheter hub. Functional inspection: pushing catheter and guiding catheter move over each other with slight resistance. The reported failure was observed. A photo was received which revealed a visible crack on the guiding catheter close to the hub. Manufacturing records: prior to distribution, all devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl including at production (pr(B)(4)), fqc (fqcd00302743), and packaging (pkgd00301934). A review of the manufacturing records for fs-oa-10 device of lot number c2284493 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and label: the notes section of the instructions for use (ifu0134), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is instructed in the precautions section "do not use this device for any purpose other than stated intended use" there is evidence to suggest that the customer did not follow the instructions for use as the user flushed the guiding catheter with no leakage testing. Information received confirmed that a leakage test involving flushing of the devices from lot c2284493 was conducted which contravenes the IFU as it does not stipulate a requirement to flush the device. Root cause analysis: a definitive root cause could be attributed to use error as the user flushed the device during no leakage testing during which a buildup of pressure caused the guiding catheter to become cracked and damaged. This is regarded as use error as there is no requirement under the instructions for use to flush the fusion-oasis device. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, there were visible cracks observed at the connection point between the guiding catheter and the flla confirmed quantity of 1 device, confirmed prior to use. According to the initial report, there was no adverse effects to the patient. Investigation findings conclude that a definitive root cause could be attributed to use error as the user flushed the device during no leakage testing during which a buildup of pressure caused the guiding catheter to become cracked and damaged. This is regarded as use error as there is no requirement under the instructions for use to flush the fusion-oasis device. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required.